Event description:
Pdc received a call on 08/25/2015 reporting a medical intervention. No date was given in reference to actual date of event. Patient's husband (jf) initially stated that he gave patient 30 and 15 units of insulin overnight and then tested her blood glucose with the prodigy meter. No elapsed time was given for time between the insulin shots and testing with the prodigy meter. Patient's blood glucose reading at the time of the event was 147mg/dl. Upon further questioning regarding the event by prodigy, patient's husband then stated that he always test the patient glucose first followed by testing with the prodigy meter. (Jf) stated he then tested patient's glucose level and received a result of 147mg/dl. (Jf) stated he then gave patient 30 units of humulin and went and prepared breakfast for patient. Patient began to eat breakfast and passed out. (Jf) did not recall the elapsed time between the shot of insulin and the time patient passed out. Paramedics were called and transported patient to hospital. Patients glucose was tested at hospital with a result of 37mg/dl. No information was given in reference to the time elapsed between paramedics transporting patient to hospital and patient's arrival at hospital. As noted above the caller made contradicting descriptions in the order of the testing patients blood glucose. As of 09/24/2015, this is the scope of information for this complaint #((B)(4)). This is a duplicate submission with all information entered as it was originally.